Event description:
It was observed, that during the device evaluation. The inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause was wear and tear, or excessive force. Based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor the field performance for this device.